Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. The product had caused the reported failure. A potential root cause for this failure could be "operator error, dull cutting tools." The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A labeling review was not required as the reported event was manufacturing related. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the interior of the catheter collapsed on the balloon and was not able to drain. The balloon had to be deflated to get the drainage going. The patient has also experienced several bladder infections and stated a full bladder can cause hyperreflexia, which was when the blood pressure could go up uncontrollably in a quadriplegic patient. It was unknown what treatment was provided for the infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the interior of the catheter collapsed on the balloon and was not able to drain. The balloon had to be deflated to get the drainage going. The patient has also experienced several bladder infections and stated a full bladder can cause hyperreflexia, which was when the blood pressure could go up uncontrollably in a quadriplegic patient. It was unknown what treatment was provided for the infection.